Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. The size mismatch was acknowledged and approved by the surgeon.

Event description:
Tibial insert was revised after treatment for infection. A size 3 insert was implanted instead of the correct size 3.5. The surgeon was made aware of this but was satisfied with the results.